Event description:
Customer reported the system is intermittently displaying a communication error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the ac power cord. System operates as intended.